Event description:
It was reported that the device was explanted on the same day (2008), due to regurgitant flow and required replacement. It was additionally reported that the pt had a 6900p/27mm implanted and explanted on the same day. Please refer to medwatch report number 60002-2008-08172.

Manufacturer narrative:
Device not returned.